Manufacturer narrative:
The anesthesia system was investigated on-site by our field service engineer. The o2 gas module was found faulty and was replaced. The o2 gas module was returned for investigation. The o2 gas module regulates the inspiratory oxygen gas flow to the patient. Simulated use test of the returned o2 gas module could not reproduce the reported flow transducer failure or any other failure. System checkout passed without deviations and no alarms or failures were generated during simulated use test in running mode. Evaluation of the test log confirms that system checkout failed the flow transducer test due to a difference in measured flow; the gas module measured zero in flow and at the same time the expiratory flow transducer (patient cassette) measured a very large flow. The technical log shows that a technical error alarm indicating a pressure difference was generated and a possible cause of this alarm is a faulty gas module failure. The conclusion based on the evaluation of the logs is that the reported flow transducer test failure was caused by a faulty gas module. The root cause has not been determined as no fault was reproduced during the simulated use test.

Event description:
(B)(4).

Event description:
It was reported that during system checkout, the anesthesia workstation failed the flow transducer test. There was no patient involvement. (B)(4).